Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he tried to do a bolus, the insulin pump showed an error and indicated that the active insulin was cleared. Customer was then asked to set the time and date on the pump. Customer's blood glucose was 95 mg/dl at the time of the incident. Customer had pump error 4 and 15 alarms on the pump. The bolus amount was not recorded in the daily history. Customer was advised to program an easy bolus. Customer stated that the bolus amount was recorded in the daily history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 213 file number 30, is found in the formatted history file due to a software error. No unexpected restarting or rewinding noted during testing. The insulin pump was received with scratched case and pillowing keypad overlay.